Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had a superior vena cava coil (svc) fractured prior to the device change out. Follow-up indicated the svc coil was turned off chronically sometimes ago and not replaced. No patient complications have been reported as a result of this event.